Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.

Event description:
A break in the retention dome. The indwelling period was approximately 7 months. The doctor attempted to remove the genie ii percutaneously, but could not remove it since it was too hard. Then, as the doctor attempted the traction removal method, the retention dome got broken. The doctor tried to remove the broken dome endoscopically, but the endoscopic removal did not go well, since the pt's mouth did not open and the doctor was not willing to put the pt under general anesthesia. The pt was followed closely. In early june, the dome portion was removed with a bowel movement.